Event description:
It was reported that the patient received a patient notifier alert for non-sustained lead noise due to myopotential oversensing. The noise could not be reproduced in clinic. Patient condition was good and follow-up will continue.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.